Event description:
It was reported that tandem mobi pump battery would not charge and charging connection remained unstable or unrecognized despite use of tandem charging pad, cable, and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump on charging pad for extended time and using a different charging cable without success, and technical support arranged shipment of replacement charging supplies within two days and advised customer to rely on multiple daily injections if pump battery depleted before new supplies arrived.